Event description:
Reporter states that patient was treated at hospital for hyperglycemia. Reporter states that patient had run out of blood glucose testing strips. User error likely caused event. Pump not returned for evaluation.